Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, the delivery system balloon ruptured during deployment of the 26mm sapien 3 ultra valve. The valve was fully deployed. While trying to remove the balloon, it became stuck at the arteriotomy. Decision made to cut down and remove the balloon surgically. The balloon was removed surgically and there was no patient injury.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: health effect - impact, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy the thv. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the sheath tip, which would have then led to the experienced retrieval difficulty. In this case, the balloon burst and the inability to withdraw the system through the vasculature, leading to a prolonged and modified surgical procedure could not be confirmed, as the device was not returned and no relevant imagery was provided. Available information suggests patient factors (calcification) likely contributed to the balloon burst, and procedural factors (withdrawal of the burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.